Event description:
In 2008, the patient reported she receives an e4 (occlusion) error on her insulin infusion device when she tries to bolus more than 2 units of insulin. She stated this has been occurring only during boluses and happens about once or twice a day for about the past month. She stated she has experienced elevated blood glucose readings of 20 mmol/l (360 mg/dl) with her target range being 4.4 to 6.6 mmol/l (79.2-118.8 mg/dl). To troubleshoot, the patient disconnected the tubing from her infusion headset and placed her device in run and the e4 displayed. She repeated this action and the e4 did not display again. She stated that when she changes her infusion headset, tubing and site, the e4 does not immediately display but will return after 10-15 minutes of use. The patient switched to her backup infusion device and bolused 10 units of insulin without error. On follow up with the patient the next day, she stated she has not received any occlusion messages since she switched to her backup device. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.